Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads, and broken off end cap. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump is cracked at the bottom part. It was stated that they were filling the tubing when they noticed the bottom part was pushing out. Blood glucose value was 294 mg/dl. Mother stated the insulin pump has been dropped in the past. The insulin pump was replaced and returned for analysis.